Event description:
Customer reported the patient was able to manipulate the zipper on the right side panel and get out of the unit. The patient was able to release himself through the head panel, got out of the unit, lowered himself to the floor and in the process the pull tab broke off. No injury occurred.

Manufacturer narrative:
Result: evaluation of the returned bed confirmed the reported issue; inspection of the bed indicates that the zipper was sewn incorrectly on the head side patient window zipper. The zipper was sewn from left to right and was secured to the right side of the canopy which would be visible to the patient from the inside. The zipper is designed to open from right to left and the zipper is secured on the top of the left side where the zipper would not be visible to the patient on the inside of the canopy. The pull tab is broken off of the zipper body and is missing as reported. (B)(4).